Event description:
Attorney reported: (B) (6) 2003 - a bard composix e/x hernia patch, ellipse, 10.2 cm x 15.2 cm, was used to repair pt's hernia defect. On (B) (6) 2008 - pt's bard composix e/x hernia patch was explanted. On (B) (6) 2008 - at the time of explant, the operative report notes that pt's bard composix e/x hernia patch had caused erosions and perforations of the surrounding tissue and organs. Pt continued to experience abdominal pain and discomfort after his multiple hernia repairs. Pt has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has rec'd to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.